Event description:
It was reported that the right ventricular lead was oversensing t waves (twos) after ventricular pacing. Different sense polarities were tried and reprogramming of the blanking period was discussed, but not possible due to other programming constraints; the t wave oversensing persists. No further actions are being taken by the physician at this time and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable cardioverter defibrillator (ICD) 2013 (B)(6); 4076 implantable pacing lead 2012 (B)(6). (B)(4).